Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. A partial lead with the lead tip measuring 56.0cm was returned for analysis. Internal insulation abrasion was noted at 10.5-11.0cm from the distal tip. The etfe coating was intact at this location. (B)(4). (B)(6).